Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. The analysis of the customer photo revealed a gel air bubble at the bottom of the tube. Additionally, 30 retained samples were visually inspected, and none of these samples exhibited the reported defect of gel air bubbles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles - before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there were air bubbles seen in the gel of a large quantity of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there were air bubbles seen in the gel of a large quantity of tubes. No adverse impact was reported regarding the patient or user.